Event description:
The customer reported that, when activating the pod, she heard it "click as if the cannula inserted, but it didn't pinch like it normally does". The pod proceeded to be worn for up to four hours, during which time, her bg levels went high (500mg/dl). Because of this, she "became aware something was wrong"; she surmised that the "needle didn't penetrate the skin and the cannula didn't insert". The pod will returned for eval.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the cannula had not fired due to interference from a misaligned component. The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.